Event description:
It was reported that this patients insertable cardiac monitor (icm) device was explanted due to infection. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted due to a change in evaluation conclusion code in h6.

Event description:
It was reported that this patients insertable cardiac monitor (icm) device was explanted due to infection. No new device was implanted. No additional adverse patient effects were reported.